Event description:
Received call from rep. He stated that a dr. Dropped gluma desensitizer in pt's eye 2 weeks ago and the optometrist wanted to know the ph level and whether it was alkaline or acidic. I called office and spoke to rep there was a difficult language barrier. She said that it happened 1 week ago and that the pt has gone to 3 different eye drs. She did not think that the pt rinsed with water when the gluma fell into the pt's eye. I could not get any further info on the pt, the incident or the dr. I explained that the eye should have been thoroughly rinsed with water. I faxed over a french and english msds and told her the pt should bring the msds to the optometrist. The ph level info is in the msds. On 6/20/07 - received message from pt. He stated in his message "my dentist office said that you wanted to speak directly to me. I am the gentleman who received the product in my eye." In 2007 - received 2nd message from pt. On 6/22/07 - called and spoke to pt, and he explained the incident as the following: one week prior - dr. Was doing a filling when she dropped some gluma desensitizer into his right eye. He started screaming and yelling from pain. The dr. Gave him a tissue with water on it. Since the pain did not subside he went to the sink and attempted to rinse his eye. He was then told that he had to "grin and bear" the pain while the dr. Finished the filling. It took one hour to finish the filling. After the filling was finished, he immediately left the office and went to the optometrist. The optometrist gave him an antibiotic and an anti-inflammatory. The following day - right eye was infected. He had yellow and brown pus. The next day - went to emergency room where the eye was completely flushed out. Dr. At emergency room stated that antibiotics may have reacted with gluma desensitzer. 2007 - went back to see dr. At emergency room for follow up. The following day, went back to see dr. At emergency room for follow up. Dr. Requested ph level of gluma desensitizer. Luc faxed over letter to dr. Requesting ph. 2007 - dr. Office faxed over info on product to dr. Dr. In emergency room referred pt to ophtalmologist. The following day - pt spoke to ophtalmologist and scheduled an appointment. Pt explains that he still has pain, but the infection is gone. He said it feels like someone is squeezing his eyeball from the side and behind and it is also itchy. He will contact rep or the ophthalmologist will contact rep if they need any further info about gluma desensitizer.